Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the patient reported "rattling in meter." Pa found a plastic spacer was broken and stuck inside the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because rattling in meter was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.